Manufacturer narrative:
Initial reporter first name is unknown. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 129280 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes, customer observed air bubbles in gel prior to use.